Event description:
It was reported to philips that the system would not initializing. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system would not initializing. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the software was not starting up and the x-ray pc was unable to access the hard drive. The rse attempted multiple recovery steps, including formatting and cleaning the hard drives and power cycling the system, but these efforts were unsuccessful. To resolve the issue, philips field service engineer (fse) replaced the x-ray pc. The defective part was sent for analysis, for x-ray malfunction was observed, and the failure was found to be with mother board as the unit not powering up. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.